Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex0526 showed two similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch, "the 20g 2.25 accucath was placed in the ed and the guidewire broke off in the patient's arm. 4.5cm of the accucath wire was successfully retrieved from the patient's top layer of skin that same evening." Additional info. Received 04/27/2021. What they're being treated for: headache/nausea/abdominal pain. Explant date: (B)(6) 2021 removed by cardiothoracic service.